Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Wholesaler called on behalf of customer and reports that menu and check button do not always work. Customer has to press buttons several times to make them work. No adverse event alleged. A request was made for the return of the device.